Event description:
It was reported that the camera head did not work. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction - the endoscopic image cannot be displayed. Was identified during the device evaluation. Based on the results of the investigation, it is likely the malfunction was due to disconnection in cable unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head did not work. There were no reports of patient harm.